Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The physician was having difficulty crossing the lesion with a 2.25x8mm taxus express2 atom drug eluting stent. When the physician began pulling the stent back, it came off the balloon. Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.